Manufacturer narrative:
(B)(4). The device was not available for evaluation. There was no allegation reported against the baxter product by the customer in this complaint; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is user error/ mis-use. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample availability is unknown. The sample lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center regarding a low drain volume alarm which occurred on the homechoice (hc) during drain 3 of 4. The drain volume (dv) was equal to 757ml. The home patient (hp) stated that they became disconnected and drained fluid all over the bed. The hp stated that they reconnected and then machine was alarming low drain volume.. The technical service representative (tsr) advised the hp would need to end therapy and to make the registered nurse (rn) aware. The tsr assisted in ending therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.